Manufacturer narrative:
A correlation between the device and the reported stroke and renal failure could not be conclusively determined. Stroke and renal failure area listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years. No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2016. The cause of death was reported as end stage renal failure exacerbated by a stroke. It was reported that there were no indications of any issues with the lvad and the pump was not explanted.